Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. No device malfunction suspected. The explanted device will not be returned as it was discarded by the facility.